Manufacturer narrative:
Date of event was approximated to be (B)(6) 2021 as no specific event date was reported. (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx fully covered rmv stent was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the stent deployed damaged. There were no patient complications reported as a result of this event. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date.